Manufacturer narrative:
A steris service technician inspected the equipment and found it to be operating properly; no issues were noted. The sterilizer is under steris maintenance contract and was last serviced on (B)(6) 2011. The employee did not follow the proper unloading procedure for the sterilizer as instructed in the operator manual. Specifically, the operator placed her head in the sterilizer chamber when attempting to remove instruments. The operator manual states, "the sterilizer unit shelves slide out halfway to facilitate chamber unloading." Steris conducted in-service training on (B)(4) 2011 regarding proper operation of the sterilizer.

Event description:
The user facility reported that after a completed cycle an employee opened the door to the sterilizer and felt a burning sensation on her face. The employee rinsed her eyes with solution and went to urgent care where she received prescription eye drops. The employee missed no time from work and is fine with no sustaining injuries.